Manufacturer narrative:
The instrument was not returned for failure analysis investigation. Therefore, the root cause of the reported failure mode has not been determined. A review of the instrument log for the harmonic ace part# 480275-08/m90201123 0074 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). There were 0 uses remaining. As of (B)(6) 2021, a review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although no patient harm, adverse outcome, or injury was reported, the fragment that fell into the patient could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace broke apart. Pieces fell inside the patient but the surgeon was able to retrieve all of the pieces. The site stated that they had three different operating room staff confirm that all of the pieces were removed from the patient, matched up, and no small fragments broke off. No post-op x-ray was completed. They replaced the harmonic instrument with a different harmonic to complete the procedure. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6, and h10. D11 - intuitive surgical, inc. (Isi) received the harmonic ace associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument had a broken curved blade. The broken piece, approximately 0.43" x 0.10", was not returned as fa noted the material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. An additional observation not reported by the customer was that the teflon pad was found broken off at the distal tip. The clamp arm holding the teflon pad was able to open/close. Teflon material, approximately 0.05¿ x 0.03¿, was missing and not returned. The known common cause of this failure is mishandling/misuse. Failure analysis found the additional failure of damaged teflon pad to not be related to the customer reported complaint.

Event description:
Refer to h10/h11 for follow-up information.